Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. A 2.75x16mm promus element plus stent delivery system was used to treat the lesion but failed to advance. The device was removed and noticed that the tip was lifted. The procedure was completed with a different device. No complications were reported and patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. A 2.75x16mm promus element plus stent delivery system was used to treat the lesion but failed to advance. The device was removed and noticed that the tip was lifted. The procedure was completed with a different device. No complications were reported and patient's status is good.